Event description:
It was reported the radiopaque marker detached from this introducer sheath during a nephrostomy drainage procedure. Retrieval of the detached marker utilizing a snare was uneventful. The procedure was successfully completed with this unit without pt complications. One accustick six french sheath was received, evaluated and retained by this MFR. The radiopaque marker was not returned for eval. The engineering eval indicated the sheath was bent approx thirty degrees near its midpoint. The sheath was kinked in three locations approx 1.5 cm, 3.0 cm and 14.0 cm from the distal tip. A 2 mm tear was located at the tip of the sheath. The original site of the radiopaque marker was visualized under 10x magnification. Without the radiopaque marker an appropriate assessment of the crimp indentation could not be performed. However, the visual exam revealed the band was originally crimped in placed at the specified location. Scrape marks leading away from the site were noted. Co's follow up revealed there was a lot of scar tissue and that resistance was encountered during this procedure. This device displayed characteristics consistent with exertion against resistance, bent, kinked and torn sheath with scrape marks. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event.